Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the model number, catalog number, and expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. Internal complaint reference: (B)(4).

Event description:
It was reported to a company representative by a physician who did not perform the procedure that on (B)(6) 2018 a novasure endometrial ablation was performed. It was mentioned that there was a thermal burn as well as a perforation and the result was resection of the colon. A hysteroscopy, dilation and currettage were performed prior to the novasure procedure. Additional information was obtained by the representative that the patient was having a lot of pain 3 days after the procedure and was seen at the emergency room of another hospital and a hysterectomy was performed. "The patient did not need a bag." The surgeon who perfomed the hysterectomy noted that he saw a little perforation about the size of the dilator up near the right cornea." Attempts to obtain additional information from the performing physician have been unsuccessful.